Manufacturer narrative:
The insulin pump was received with a button error alarm and intermittent down arrow button response due to corroded keypad traces. The following cosmetic damage was also found: cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown. The customer changed the battery and the pump appeared to be working until the button error reoccurred. Troubleshooting was initiated for the button error alarm. The customer does not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.